Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation. The service center confirmed the customer's complaint and found a worn-out video connector latch was causing flickering image. The video connector was replaced and the device was returned to the customer. The investigation results determined the potential cause of the worn-out video connector latch was due to repeated use for a long time. A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Manufacturer narrative:
The device was received by olympus for evaluation however; evaluation efforts are currently in progress. Upon completion of the evaluation, a summary of the results will be provided in a supplemental report.

Event description:
The user facility reported the device is loosing live images and the screen intermittently goes blank and no color bars. There was no patient involvement reported. No additional information was provided however; olympus is attempting to gather additional information.